Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose level and sensor readings. The customer states their device has gone into threshold suspend. The customer's blood glucose level was 154mg/dl, and their sensor reading was 66mg/dl. The difference was found to not be within the acceptable range. The customer states they have had cannulas bent 90 percent on previous sensors. Troubleshoot was conducted. The customer was advised on proper calibration times. The customer was advised replacement sensor would be sent.